Event description:
A patient was treated with the subject device to repair a clavicle fracture. A revision surgery was later required due to loss of fixation (probably erred in placing the device and heavier comminution than initially realized by doctor).